Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, after an ablation, a 20 cm by 1.5 cm burn was observed on the patient's left thigh. Total rfa time was 13 minutes and 30 seconds. The procedure was started at 40w and was increase every minutes by 10w. Ablation was done with no interval. At the end of the procedure, an error for high energy detection was shown and the grounding pad was observed to have heated up.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
'According to the reporter, after an ablation, a 20 cm by 1.5 cm first-degree burn was observed on the patient's thigh where the pad was also located. Total rfa time was 13 minutes and 30 seconds. The procedure was started at 40w and was increased every minutes by 10w. Ablation was done with no interval. At the end of the procedure, an error for high energy detection was shown and the grounding pad was observed to have heated up. Patient was treated with dimethyl isopropylazulene and gentamicin sulfate.

Manufacturer narrative:
Evaluation summary one grounding pad and one electrode were received for evaluation. These devices had been used in the treatment or diagnosis of a patient. A review of the lot number reported indicates that the product was within the assigned expiration date at the time of the reported incident. The returned products met specification as received. Visual inspection found no defects. The reported condition was not confirmed. The investigation found the pad gel was intact. The pad had continuity and the resistance was within the specification. The investigation found the device to function normally and within specifications. The water circulated normally through the device. The device read the temperature properly and lesioned properly. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.